Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was intact with no evidence of peeling or damage. All the keys were responsive and working properly. The keypad was removed and there was no evidence of contamination found on the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(4) 2012 and stated the keypad buttons on a demonstration pump were loose and didn't push well. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.